Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient had a lower back surgery on friday (not related to his device). The patient's wife turned the ins back on after the surgery. On saturday the patient started having extreme pain. He could not sit still, could not stand. It was unbelievable. The patient used his patient programmer (pp) on saturday to check his ins. The patient noticed that all the settings were elevated 3 quarters higher than they should be. The laying position used to be at 3-3.5 v, 3.4v something like that. It was up to almost 8v. The patient's sitting up position was elevated by several points too. The patient got everything turned down to where he feels a light tingling. The patient wants to get a hold of somebody that he can see in the next couple of days and adjust it for him. The patient called the manufacturing representative (rep) yesterday, but he has not heard back. This was a sudden change in therapy/symptoms. No further complications were reported. No additional patient symptoms were reported.